Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (trouble with download) was confirmed due to a defective apps (applications subsystems) board, causing the monitor to not power up. The monitor was resetting at the black screen. The apps board was sent to engineering for investigation. The root cause for the open defective apps board could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported having trouble with download.